Event description:
It was reported by a customer on (B)(6) 2011, the aiming beam fired straight out of the fiber at 200,000 joules. Per the customer, when the physician was finished with the procedure, the aiming beam fired straight out again. No pt injury was reported. Per the customer, the procedure was finished just in time.